Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan alleging that their onetouch vita enhanced meter would not turn on. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6) 2015. The patient manages their diabetes with self-adjusted insulin. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of ¿vomiting, sweating, felt dizzy and panicking¿ on (B)(6) 2015. The patient reported treating these symptoms with oral medication but was unable to provide further details as to the type of medication taken. The patient denied testing on any other device at this time. At the time of troubleshooting the cca determined that the patient was using the incorrect battery for the subject meter. The alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms and received unknown treatment after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.